Manufacturer narrative:
(B)(4). A evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a system (se) error 2240 which occurred on the homechoice (hc) during drain 5 of 5. The hp stated she noticed air coming out of the patient line. The tsr asked if the air was coming from the patient line or the transfer set; the hp stated the transfer set. The tsr recommended the hp contact the rn. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the pd nurse on (B)(6) 2013 regarding the system error 2240 caused by the air leak. The nurse stated that she remembered the patient contacting her about the alarm and stated that the patient told her the leak was coming from the transfer set. When asked specifically where on the transfer set the leak was coming from, the nurse was unable to provide specific details. The nurse stated that the patient is still using the same transfer set and has not had any further issues performing therapy. There was no patient injury or medical intervention indicated at the time of the report. The home patient (hp) returned this writer's message on (B)(6) 2013 regarding the air leak in her supplies. This writer asked for further clarification on where the leak was coming from and asked if it was coming from the connection between the transfer set and the patient line. The hp wasn't sure which device the transfer set was so this writer explained to her what the transfer set looks like. The hp was only able to specify that she can sometimes see air bubbles in the tube that goes into her. This writer asked if the hp was referring to her catheter and the hp stated yes. This writer again tried to clarify that the hp was referring to the tube that goes directly into her peritoneum and the hp stated yes. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h12l21024 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240. The evaluation of the returned disposable set could not duplicate the alarm. There was no report of use error or issues that might have caused the alarm. The lot number was not provided, so no batch review could be performed. Although the home patient specified that she can sometimes see air bubbles in the tube that goes into her, insufficient information was provided to determine the cause of the alarm. Therefore, the complaint cannot be confirmed and the assignable cause was not determined.